Manufacturer narrative:
The reported lot number 170318244 did not match with the upn provided (B)(4) therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval device was used during a benchtop necrosectomy model validation. According to the complainant, during the simulation, the net fully detached from the loop while retrieving the necrotic tissue. The device was removed manually inside the model. There was no patient or procedure associated with this event.